Event description:
It was reported that 25 days after a coronary artery drug eluting stenting procedure the patient experienced a hypersensitivity reaction. The lesion being treated in the index procedure was a 2.8mm, 99% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. After the procedure, the patient experienced a hypersensitivity reaction. It was moderate in severity and characterized as having episodes of diarrhea. The patients medications were changed, but it is unk which medications were changed. There was resolution of the symptoms 6 months later.